Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the procedure, the physician attempted to place the device, however he confirmed leakage from the connecting part of the catheter and the mac-lock hub. The complaint device was replaced with another device and the procedure was completed.